Manufacturer narrative:
The production identifiers of expiration date and lot number were not available from the consumer. Multiple attempts were made to obtain more information. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Report 3 of 3. Consumer reported the string separated from the pessary prior to insertion into her body. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.